Manufacturer narrative:
The hospital¿s biomed reported that an error code m007 could be seen in the log file and that there was debris on the ventilator lid. He reportedly cleaned the lid and the problem has not recurred since then. The electronic log file was not available since the hospital¿s biomed was not able to download it. Hence, the investigation was carried out based on the given information only. An m007 code entry indicates a negative pressure below -15mbar inside the ventilator piston. The auxiliary air valve on the ventilator lid is intended to open in such case to prevent from a negative pressure that may occur in a fresh-gas deficit situation. Based on what was reported it could be concluded that this valve got stuck due to the debris found afterwards. What indeed has caused the pressure drop can¿t be exactly concluded from the logs. Imaginable would be a spontaneous breath of the patient. Due to absence of additional error codes in the log it is evident that it was not related to technical issues with the device. In case the pressure inside the ventilator piston drops below -15mbar an audible and a visible "ventilator fail"-alarm will be posted. In this case automatic ventilation will no longer be possible. Manual ventilation as well as monitoring functions will still be available. Once the pressure increases above -15mbar automatic ventilation will be possible again. The instructions for use of the fabius gs recommend to clean the ventilator lid before each case. Following these recommendation will prevent from accumulation of debris and ensure proper function of the auxiliary air valve.

Event description:
It was reported a fabius gs anesthesia workstation cased ventilating the patient during use. The patient was bagged and the case completed. There was no injury reported.